Manufacturer narrative:
(B)(4). Insulin pump received button error alarm due to flattened act button dome swicth. Rp (B)(6) 2010.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. The customer stated they had received button error alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.